Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. With a test battery cap, the pump had normal operating currents and no unexpected off no power, low battery or blank display noted. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarms noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 20 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer indicated that the pump was exposed to MRI in the last 2 weeks. The customer was sent a new battery cap do to the issue but the new battery cap did not resolve the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.